Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate defibrillation therapy for supraventricular tachycardia. The physician did not allege a malfunction against the device and stated the device performed as expected based upon its programmed settings. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.